Event description:
Reference number (B)(4). Event occurred in the united states it ws reported that patient faced infusion set leakage event at tubing site. The infusion set was in use for an hour. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 3 of 3 e1: patient city: (B)(6). Patient country: united states.